Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification, with no isig readings detected. Checked lab transmitter for proper use, and the transmitter passed per specification. Also, found a bent cannula. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the sensor was giving inaccurate reading which caused the insulin pump go into threshold suspend. Sensor glucose was 51 and customer blood glucose was 125 mg/dl. Current blood glucose was 125 mg/dl and sensor reading was 40 mg/dl. Customer was sitting when inserting the sensor. Customer was advised how to properly calibrate the device and what to avoid when inserting the sensor. Customer was advised to take out sensor and the cannula was bent. No further information reported.